Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Device evaluation: sample still implanted therefore product testing could not be performed. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search revealed that no other complaint has been received for this production order number. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
If explanted, give date: not applicable, remains implanted; however, is planned for explant. It was indicated that the device remains implanted in patient eye; therefore a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an explant is planned due to an incorrect lens selection by the doctor. Reportedly, a review of another patient's biometry was done in error and the patient received a lens that was not the correct one for them. The doctor realized his error after the patient had left the surgery center. No further information was provided. Symptoms: hyperope +1.5d (diopter); patient outcome: +1.5d; visual acuity pre-operative: unknown; visual acuity post-operative: +1.5d.